Event description:
Surgeon confronted with repetitive error messages while using da vinci xi endowrist stapler 30mm curved tip. Messages stated, "clean the jaws and reload the staple". Surgical tech cleaned the jaws and reloaded the staple multiple times, but the error message kept appearing.